Event description:
It was reported by service report that the cot is leaning to one side. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the cot is leaning to one side. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This emdr is a duplicate of emdr MDR report # 0001831750-2014-01202. Please see emdr MDR report # 0001831750-2014-01202 for information regarding this event.